Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. The touch display would blackout intermittently due to faulty circuit board, a color bar was coming on the monitor screen instead of endoscopic image due to faulty circuit board, and the power supply inlet came out due to faulty power supply inlet. Additionally, there was an error e228 not found during our inspection, though the wire was found corroded, and there was corrosion on the rear panel. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had an e228 error code, a scope identification data error. The issue was found during inspection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, it was found that due to a faulty printed circuit board, the touch display intermittently blacked out, and color bars were intermittently displayed instead of the endoscope image. Also, it was identified that the power supply inlet came off due to faulty power supply inlet. However, for the e228 error the cause could not be identified since it was not reproduced. Olympus will continue to monitor field performance for this device.